Manufacturer narrative:
As of today, this product remains in-service. No additional information is available at this time. As of today, our investigation is complete. If additional becomes available, this report will be updated.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this implantable right ventricular (rv) lead exhibited one low shock impedance measurement, measuring less than 20 ohms. Technical services (ts) discussed troubleshooting options. No adverse patient effects have been reported.

Event description:
Subsequent information indicates that the patient was brought in for troubleshooting efforts; however, maximum energy shock was unable to be performed as the patient is in atrial fibrillation and is not therapeutic on anticoagulants. Technical services further discussed what our recommendations are, either performed maximum energy shock testing or continue to monitor the patient. At this time, the patient will continued to be monitored as maximum energy shock is unable to be performed due to the patient's condition.